Manufacturer narrative:
This info was not provided during the initial FDA report. Add'l info has been requested. Synthes is unable to provide the date of manufacture without a lot number provided or returned device. The investigation could not be completed, no conclusion could be drawn, as no lot number was provided and the device was not returned.

Event description:
.